Manufacturer narrative:
The pump passed self-test, displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Vibrator motor functioned properly during self-test. There was no vibrator anomaly noted. Scratched lcd window noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the device is not vibrating and stopped working. The customer's blood glucose level was 443mg/dl. The customer states they tried to bolus to treat, but feel as if it is not delivering. The customer states the device did not vibrate when act, up arrow were pressed to set easy bolus amount. The customer was advised the pump would be replaced and returned for analysis.